Event description:
Surgeon was performing a laparoscopic sleeve gastrectomy and hiatal hernia repair. Went to use the ethicon stapler and the device would not work. The device was replaced and the surgery completed without complications. The stapler and battery were removed and sequestered for risk management. Patient discharged home (B)(6) 2016. Risk does not have the package information so do not have the lot number, etc.